Event description:
Philips received a complaint from a customer in which they alleged that the system produced poor images quality. The customer completed the procedure after which they reported an over exposure of more then 5gy. The procedure was completed successfully.

Manufacturer narrative:
Analysis of the xpb failure the xpb (extended processing board) was replaced during corrective maintenance at the end of the day. On the day the exam was performed the xpb has past 9 times its power-on-self-test¿s (post). This including the two restarts during the exam on 11:10 and 11:31. The first post error occurred during corrective maintenance at 18:48 hour. From the system log file there is no indication that the xpb has contributed to the image quality degradation during the exam. Unfortunately, the particular xpb is not available for further analysis as it was discarded. An analysis on the failure rate of the xpb was performed to check if its actual performance in the field is according its specified value (< 1%). The analysis showed that the actual values over the last 4 years are below the specified values indicating that there is no structural issue with the xpb. Clinical analysis: further analysis of the logfiles revealed the following contributing conditions to the overexposure of the patient: the selected procedure was a transcatheter aortic valve implantation procedure which is typically a long procedure. The procedure started with good iq while using a frontal projection. Moving the stand to the preferred projection angle (spider view) resulted in poor image quality. Spider view (left anterior oblique caudal) is known for its degraded iq. Result: spider view (left anterior oblique caudal) is not always used during transcatheter aortic valve implantation procedure by users. Often used are the more (almost) frontal projections. To find a projection angle with sufficient image quality, several fluoroscopy runs were needed. The user decided to use cine technique instead of fluoroscopy to overcome the poor iq.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to FDA.